Event description:
It was reported that a homechoice device experienced a system error (se) 2240. This occurred during the third dwell cycle of peritoneal dialysis therapy. The patient stated that they had left a clamp open on an unused supply line. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause of the alarm was determined to be that the user had left a clamp open on an unused supply line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. Should additional relevant information become available, a supplemental report will be submitted.